Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon inflated asymmetrically, after the placement. When the catheter was placed in the patient and then removed, the cuff of the balloon was inflated in a direction biased toward one side more than usual. After removal; the cuff was inflated again, but it did not inflate normally.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to " balloon molding." The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: [warnings]: method for use do not inflate the balloon in the urethra. [The urethra may be injured.]. Do not pull the catheter hard. [The bladder/urethra may be injured.]. Method of use: cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. Lubricate the catheter shaft with the lubricant jelly. Carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. Pull the catheter slightly to seat the balloon at the level of the bladder neck. To deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. Precautions for use: insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. Pull catheter to seat the balloon at the level of the bladder neck and secure placement. Balloon-rupture method: inject 100-200ml/cc of saline solution warmed to body temperature into the bladder through the drainage lumen, and then inject a large amount of water into the balloon through the inflation lumen with a needle to induce rupture. After rupture of the balloon, irrigate the bladder. If situation wouldn't be improved with 1), attempt following procedures. Under the radioscopic observation, infuse a contrast medium into the bladder, and burst the balloon by suprapubic puncture of the bladder. In male patients, burst the balloon by puncture with a needle from the perineal (or suprapubic) region or through the rectum under ultrasonographic guidance. In female patients, burst the balloon by insertion of a needle along the urethra. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter balloon inflated asymmetrically after the placement. When the catheter was placed in the patient and then removed, the cuff of the balloon was inflated in a direction biased toward one side more than usual. After removal, the cuff was inflated again, but it did not inflate normally.